Event description:
It was reported that the fluorostar system had a blown fuse. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced during the svc call. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.